Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Dimensional and function inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Device code (B)(4): off-label use (acd < 3.0mm). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -6.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different diopter lens due to refractive surprise and blurred vision. This exchange resolved the problem. In the reporters opinion the cause of this event was patient related factor.